Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of "hi" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 150mg/dl - 200 mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained an 479mg/dl and 507mg/dl not fasting. Reviewed meter memory: (B)(6). Memory concerns: hi, hi adverse event not reported.